Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the act button is unresponsive. The customer stated that their is no significant events leading to the keypad issues. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.